Event description:
Patient was implanted bilaterally with anatomical double chamber tissue expanders ((B)(4)) on (B)(6) 2009. On (B)(6) 2010, it was noticed that the tissue expander ((B)(4)) implanted on the patient's left breast had deflated. The patient is currently scheduled for surgery to remove the deflated expander. The expander will be replaced with an expander from a different manufacturer. Once it has been removed, the tissue expander will be returned to the manufacturer for evaluation.